Event description:
It was reported that the pt's implantable neurostimulator made it "harder and harder for them to walk". The pt had prior neck surgery which left them paralyzed from the neck down. The pt relearned to walk and walked perfectly during the stimulation trial. The pt reported experiencing pain at the implant site when stimulation was on and off. The pt also experienced a jolting pain to the knee following an implant and following a fall. The pt had fallen twice on the implantable neurostimulator and thought they may have jolted the device. Additional info has been requested from the hcp, but was not available as of the date of this report.

Manufacturer narrative:
(B) (4)

Manufacturer narrative:
Other applicable components are: product ID: 37743, serial# (B)(4), implanted: (B)(6) 2009, product type: programmer. Patient product ID: 37752, serial# (B)(4), implanted: (B)(6) 2009, product type: recharger. Product ID: 377760, lot# v210869024, implanted: (B)(6) 2009, explanted: (B)(6) 2011, product type: lead. Product ID: 377760, lot# v210869025, implanted: (B)(6) 2009, explanted: (B)(6) 2012, product type: lead. The event is now reportable for serious injury. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for non-malignant pain, post lumbar laminectomy syndrome, radiculopathy, and spinal pain. It was reported that the patient had their ins replaced because they kept falling and they suspected lead damage. It was noted that the ins kept pulling the leads out. They moved the ins to the back of their hip because their paralysis made it difficult to move the dials. No further complications were reported. Follow-up was conducted.